Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). The in depth analysis of the provided files revealed the following: some telemetry errors could be identified in the communication.log file. The telemetry errors were caused by bad communication between telemetry head and programmer. Most likely a bad connection between head and programmer can be suspected. Based on available data it cannot be determined with certainty, whether the connection issue is related to the head itself or to an issue with the usb adapter or usb port. Since interrogation with another programmer was possible, an issue with the associated platinium vr 1210 s/n (B)(6) is not suspected. No general issue on the smarttouch tablet is suspected.

Event description:
Reportedly, it was not possible to interrogate a platinium ICD with the subjected smarttouch programmer. Fortunately the physician was in the possession of an orchestra+ programmer and could perform a normal follow-up of the device. The orchestra + and smarttouch had both sw version 3.12 installed.